Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #'s 3005099803-2009-05051, 05061, 05060, 05063, 05062, and 05064 for the associated device reports. It was reported to boston scientific corporation that seven resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (pt over 40 years old). According to the complainant, during the procedure, the first four clips would not detach from the catheter; they had to jiggle and maneuver them to detach them from the catheter. The clips remained attached to the tissue, after they were able to detach the clips from the catheter. The fifth, sixth, and seventh clips also would not detach from the catheter. These clips would not detach from the catheter outside the patient. The procedure was completed. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).